Event description:
Pt has symptoms of abdominal pain. Work-up showed partial bowel obstruction. Pt admitted and underwent exploratory laparotomy, sigmoid colectomy and liver biopsy on the event date. At surgery: two large friable tumors were wrapped around the sigmoid colon, adherent to the mesentery and posterior abdominal wall. Pathology showed: 1) pelvic tumor positive for metastatic carcinoid; 2) sigmoid colon positive for metastatic carcinoid in the pericolonic fat; 3) liver biopsy negative for malignancy but with evidence of extensive necrosis. Post-op the pt had symptoms of fever, chills and night sweats; pt's pain was well controlled. Pt gradually improved and was discharged 6 days after event date. Discharge meds included percocet for pain.